Event description:
It was reported that withdrawal symptoms occurred. The patient experienced a significant increase in pain and minor withdrawal symptoms. It was noted the actual residual volume was much greater than the expected residual volume in the device at the patient's recent refill. It was noted the health care provider (hcp) was weaning the patient off all medications, planned to put water in the pump. The hcp believed the catheter was "failing" and was pretty sure it was occluded or kinked at the very least. It was noted the hcp also believed it had been failing for about six to seven months. It was reported there was nothing in the pump logs out of the ordinary. The hcp was going to microdose the patient on morphine and perform a catheter access port study to evaluate the catheter. It was thought to the reporter that the patient had experienced the symptoms for the past two months. It was unknown to the reporter what medications were being administered via the device system but reported the patient's previous hcp had the patient on "some big concoction." Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the patient had not been scheduled for a revision as far as the reporter knew.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).